Event description:
It was reported that during a colon resection procedure, the surgeon stated that he fired the device and it did not form the staples properly. There is no info available other than they used a second device to complete the case. There was no delay in the procedure during this time reported. The nurse stated they may have fired it pre use as a user error. Another device was used to complete the procedure. There was no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.